Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p405, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that recently she developed pain in her lumbar region. She also got "zapped" near the implantable neurostimulator after turning stimulation up, so she turned stimulation back down and this resolved the issue. Additional information from the consumer reported that the implant was removed to resolve the pain. The patient was indicated for urinary dysfunction and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.